Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A 2.00mm x 9mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The device was completely removed from the patient and the procedure was completed with another balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. The hypotube of the device had numerous kinks. There was blood and contrast in the inflation lumen. There was a 12mm longitudinal tear located 1mm proximal from the distal waist. The balloon was loosely folded, and the tip of the device was damaged. Product analysis confirmed the reported event, as the balloon was found to have a longitudinal tear.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A 2.00mm x 9mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The device was completely removed from the patient and the procedure was completed with another balloon. No patient complications were reported.